Event description:
It was reported that during a laparoscopic hemicolectomy procedure, an extracorporeal anastamosis was created using tlc75. In order to close the otomy, a tlh90 was used; the device closed on the tissue but didn't release the staples properly and the otomy remained open this happened again using a second tlh90 with the same poor staple formation. The surgeons had to sew the otomy manually. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). (Device b): serial # = (B)(4). Additional information: on what tissue type was the device used? Colon tissue at what location on the tissue? Unknown. On which firing(s) did this event occur (1st, 2nd, 3rd., etc)? First firing in both devices. Where in the green zone was the device fired? (Tl only)? Unknown. Was buttressing material utilized? No buttressing material was used. Was the tissue pin in place prior to firing? According to surgeon's report - yes. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No noises. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. Was proximal and distal control maintained on the tissue during the firing sequence? Unknown. What were the quality and/or thickness of the tissue in the area where the device was fired? (Friable, thin, regular, thick, etc.)? Standard, regular. Is a pathology specimen and/or report available? Not to my knowledge. Did the surgeon wait 15 seconds after clamping and prior to firing for optimal compression? Unknown. Was the firing to close a side by side anastomosis? If so, which firing. Yes, to close a side by side anastamosis. What were the patients pre-op diagnosis and/or pre-existing conditions that could have impacted the patients health/surgical outcome? Unknown, none that were mentioned in relation to the incidence. Was there a recent conversion to ees devices in this account or with this surgeon? Yes, this is a newly constructed surgical division that started using ees products six months ago in a new account. Up till now, they were only using covidien staplers. Is a pathology specimen available? Not to my knowledge. Where was the location of the malformed staples on the ends or in the middle of the staple line? All of it. Where the staple legs unformed or did they have irregular shapes? Unformed and in irregular shape. Device (a) arrived in good visual condition and with a reload loaded on the device. The reload was returned void of staples. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. Device (b) arrived in good visual condition and with a reload loaded on the device. The reload was returned void of staples. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process. Additionally, three photographs were provided and were reviewed by ees field quality engineer who provided the following observations, comments and conclusion. Observations: photographs show comparison firings into a material like tyvek by the ees tlh90 and auto suture devices. Neither the ees nor the auto suture produced proper staple forms. The staple forms observed show staple legs that were bent sideways during formation. The staple forms that were produced are typical of a staple that is not properly aligned with the staple pockets and/or are subjected to sideways movement during formation. Comments: the staple forms seen in the photographs can easily be replicated, especially when firing on a tyvek type material because the material is very tough and slippery. When the retaining pin is not properly seated into the hole on the anvil, the staple cartridge can shift to one side or the other during firing. When this happens, the legs get bent sideways and not into a 'b' shape. The staple height selection can compound the issue because a setting of 2.5 mm provides more time, distance and mechanical leverage to bend the legs sideways. Conclusion: based on the staple forms shown and the fqe's ability to reproduce them, it is the opinion of the fqe that the potential cause of these events were that the staple retaining pin was either not placed or was not properly seated within the retaining pin hole in the anvil.